Manufacturer narrative:
Block h6: imrdf code a150208 captures the reportable event of device deployed in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure on (B)(6) 2026 for treatment of polyps. During the procedure, the resolution 360 clip failed to deploy properly, becoming stuck within the endoscope working channel. Forceps were required to push and remove it from the scope. The procedure was completed with a competitor device. There were no other patient complications reported as a result of this event. Note: this report pertains to the second of two clips used in the same procedure.